Event description:
It was reported that the "venous port separated from the catheter during dialysis treatment."

Manufacturer narrative:
The manufacturing and inspection records could not be reviewed as the facility was unable to provide the type (name) or the lot number of the device involved in the event. The device was unavailable for evaluation - it was sent with the pt to the funeral home and could not be recovered. With the lack of info and the sample we are unable to determine the cause or factors which may have contributed to the event.